Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush button was calibrated to resolve the issue.

Event description:
The hospital reported the unit's o2 flush button remained depressed when released, potentially resulting in an over delivery of o2 pressure. There is no report of patient involvement.